Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 194 mg/dl. Customer advised they replaced the battery on the device and the screen is blank. Troubleshooting for the blank display was performed. Customer was advised that a replacement battery cap will be sent out and to monitor the insulin pump. Customer replaced the device with a new battery and the display returned. Customer was assisted in turning off sensor since they do not use it. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.